Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-10 below) as part of internal complaint handling activities. Patient age at time of event, date of birth (a2) and weight (a4) not reported. Date of event (b3) is unknown. Event is considered to be onset of patient pain. Catalog # and serial # (d4) not utilized by trilliant surgical. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. Lot # and unique identifier (UDI) # (d4) are unknown. See "additional investigation" below for justification. Reprocessor name and address (d9) n/a to this report. Concomitant medical products and therapy dates (d11) not reported. As a result of item 5 above, device manufacture date (h4) is unknown. Section h9 n/a to this report. No files attached to this follow-up report. Corrected information provided in follow-up submission. B5 revisions were made to only include the first paragrah that was reported in the initial submission as the following paragraphs shall be relocated to the investigation summary, below. D2 - common device name corrected. Product code is correct in initial submission. D4 - lot #, unique identifier (UDI) #. D6 - 01/01/2017 was entered as the reported date of implantation was "2 years prior to 01/31/2019". E1 - initial reporter corrected to be the sales representative who was present at the case. Sales representative email address and phone number added. Physician's name and phone number removed. H3 - evaluation summary attached is selected. H6 - conclusion code 4315 to replace 22 from initial submission. H10 - corrected data. Additional information provided in follow-up submission. G1 - name, email, and telephone updated as different personnel is submitting the follow-up submission than submitted the initial submission. H10 - additional manufacturer narrative. Investigation summary (including evaluation summary from section h3): visual inspection and review of previous complaints was performed in order to determine the root cause for the event. Visual inspection: the first returned screw was visually inspected. The edges of the cruciform channel were rounded as a result of being stripped during the removal procedure. There was no discoloration, and no damage was observed on any other portions of the screw. The second returned screw was visually inspected. The head of the screw had been completely stripped. The head was laterally compressed and tool marks were located on the deformed edges indicating the deformation was the result of alternative tools used to remove the screw (i.e forceps, pliers). The thread at the distal tip was worn and no longer sharp. There was no damage noted on the remainder of the screw. No discoloration was present. Dimensional inspection: screw #1: dimensional inspection of the second returned screw was performed. Features 8 and 9, relating to the head of the screw were out of specification, attributable to the removal procedure, and stripping of the head. Feature 11, diameter of the cannulation was out of specification and is likely due to the removal procedure. All other dimensions were within specification. Screw #2: dimensional inspection of the first returned screw was performed. The head of the screw was damaged too severely to allow measurement of the applicable cruciform features. Feature 6,17, 7, and 9 relating to the head of the screw were out of specification, attributable to the removal procedure and stripping of the head. The sharp edges in feature 16 (distal tip) and feature 18 (screw threads) were not present and are attributable to screw previously being implanted. Simulated use review: simulated use testing could not be performed on the two returned screws due to the damage present in the stripped head. Previous complaint review (previous 12 months): a review of previous complaints from the period of february 2018 to february 2019 identified one (1) other case of pain with the tiger cannulated 2.0/2.4/3.0/4.0mm sizes (small), which also investigated the event of a stripped screw. The root cause of the event was determined to be "unknown, possibly patient anatomy or length of time the implant remained in the patient". Conclusion: based upon the results of the review of the returned devices and the limited case details received, a root cause for the pain with the device was not apparent, but is likely due to the presence of the device. A root cause for the adverse event of pain was not identified based upon the analysis. Additional investigation conducted on 04/01/2020: lot numbers could not be identified for the 2.0mm x 12mm tiger cannulated screw reported in this event. Lot numbers were pulled from the sales representative's inventory prior to the explantation date of the 2.0mm x 12mm tiger cannulated screw. However, there were numerous lot numbers identified that are unable to be narrowed down to the specific case. Thus, device history record (DHR) review could not be conducted for the 2.0mm x 12mm tiger cannulated screw reported in this event.

Manufacturer narrative:
Evaluation of similar complaints: an evaluation of similar complaints for the tiger cannulated screw system for the 12 months preceding the date of notification of the event was performed. One similar event was identified, (B)(4), where pain was experienced with the device as a result of "lifting out".

Event description:
It was reported that a patient experienced "painful hardware" and underwent surgery to remove the implanted tiger screws. The original implantation was stated to have occurred approximately 2 years prior. It was provided the patient had moderately dense bone. The two screws that were removed during the surgery were returned. Visual and dimensional inspection was performed. For the first returned screw, the distal thread was worn and no longer sharp, and one of the three sharp edges at the distal tip was no longer sharp. Visual and dimensional inspection was performed for the second returned screw. There was no discoloration noted. No damage or wear was observed at the threads or the distal tip. X-rays have not been received and an applicable assessment could not be made. Based upon the results of the review of the returned device and the limited case details received, a root cause for the pain with the device was not apparent, but is likely due to the presence of the device. A root cause for the adverse event of pain was not identified based upon the analysis. If additional relevant information is received, a follow-up report will be sent accordingly.